Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting low glucose alarm did not sound while wearing the adc device. As a result, the customer experienced dizziness and had a seizure and a loss of consciousness. The customer was provided unspecified treatment by emergency services, and brought to the hospital for additional unspecified treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.